Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bruising under the front te pad and an ulcer-like sore on back under the vibration box that is producing blood. There was no alleged device malfunction contributing to the wound. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the wound is unknown.

Manufacturer narrative:
Not applicable.